Event description:
A doctor from the medical examiner office called to report that the customer was in a car accident and passed away. It was stated that the doctor wanted to run a test to make sure the pump was working properly. Advised the contact that since the customer was in a car accident, the test may not be positive. The lead screw test passed. It was indicated that the customer was driving on a straight road, crossed to the other lane, and hit a tree. The doctor also informed that the customer on another occasion was driving erratic and the police reported that they had low bgs. The doctor did not know how the police came to that conclusion. Later it was informed that the doctor has no idea whether or not there was a problem with bgs or their heart. It was reported that no autopsy was done, just a usual examination. The cause of the death on the death certificate was head trauma.